Event description:
It was reported that patient remote transmission revealed a vf episode and aborted therapy delivery due to t-wave oversensing. Decrease in r-wave signals was also noted. Lead was explanted. No further issues with the patient were reported.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.